Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. At the request from clinical coordinator, olympus conducted reprocessing/repair reduction in-service for staff. During the cleaning/disinfection/sterilization (cds) in-service it was determined that the air/water channel cleaning adapter was not being used for pre-cleaning. Informed staff that utilizing the air/water cleaning adapter for pre-cleaning was a required step. The customer had a device for each of their scopes and will begin to utilize going forward. During repair reduction in-service; reprocessing training, the field service engineer confirmed that precleaning was deviated from IFU. The reason was unclear why the reprocessing technician at the user facility did not use air/water channel cleaning adaptor at precleaning. We presume that they insufficiently understood the process of precleaning. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope was insufficiently or incorrectly reprocessed and used for another procedure. There were no reports of patient harm.